Event description:
We were informed by our distributor that the nurse taking care of the pt noticed a small amount of blood at the stabilization ring inside the left blood pump during routine examination of the blood pump. A defect in the membrane was suspected and the left blood pump was exchanged without incident and there was no adverse effect to the pt.

Manufacturer narrative:
Exemption number: (B)(4). Berlin heart inc (importer) is submitting the report on behalf of berlin heart (B)(4) (MFR). The excor blood pump s/n (B)(4) was used from (B)(6) 2012 to (B)(6) 2013 for 338 days. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our spec and no abnormalities were found in the records. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial investigation of the returned blood pump confirmed a defect of the blood-side layer of the triple layer membrane. The eval of the blood pump s/n (B)(4) is still ongoing. The cause of the defect in the blood-side layer of the triple layer membrane has not yet been determined. Ref. Imp # (B)(4).